Manufacturer narrative:
(B)(4). Concomitant medical products: 00597909535 ¿ patella ¿ 64613795. 42502205801 ¿ femur ¿ 64488303. 00587806535 ¿ nexgen patella ¿ 64452451. 42512100612 ¿ articular surface ¿ 63301944. Reported event was unable to be confirmed due to limited information provided by the customer. X-rays were reviewed by a third party hcp and notes overall fit and alignment are maintained with no evidence of loosening. Bone quality is osteopenic. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a left knee revision approximately 16 months post implantation due to pain and loosening. Femur and patella remained implanted. Attempts have been made and additional information on the reported event is unavailable at this time.